Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring= clear. Customer complained on (B)(6) 2021 damage to battery tube. Insulin pump passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked retainer, faded serial number label, cracked case (battery tube), cracked battery tube threads and corroded battery tube. The p-cap/reservoir does lock properly. Confirmed damage to battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.